Event description:
On (B)(6) 2009, the patient's friend reported that she was assisting the patient with cartridge change and the plunger became stuck to the piston rod of the infusion device. Approximately 150 units of insulin spilled into the cartridge compartment and they were unable to remove the plunger from the piston rod. The caller stated that she "shook" the insulin from the cartridge compartment and dried it with a tissue. The pt was advised to switch to his backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.